Event description:
Snare broke during colonoscopy. The snare snapped/broke at the handle, during cauterization of the polyp. The snare was stuck on the polyp, in near-closed position. The physician was able to loosen the snare and remove it. FDA safety report ID # (B)(4).